Event description:
Lead management case to extract a non-functional 1571 riata lead (implanted (B)(6) 2002). The physician initiated the extraction by prepping the lead and inserting an lld #2 which was advanced to the distal portion of the lead. Utilizing a 16fr glidelight the physician was able to advance with little resistance into the subclavian vein. Slow progress was made to the proximal shocking coil in the svc where significant binding was encountered slowing progress further. When the physician advanced the laser sheath past the distal part of the svc coil and into the area of the svc/ra junction; the patient's blood pressure began to drop. Tee was used to identify a cardiac effusion which was resulting in tamponade. A CT surgeon performed a sternotomy immediately which revealed a large tear in the svc. The tear was repaired; however the remainder of the lead was unable to be extracted requiring the CT surgeon to cut the lead and the lld simultaneously resulting in abandonment of the distal portion of the lead and lld. The patient survived intervention.